Event description:
It was reported that the syringe was not reading correctly. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Found device does not recognize syringe flange is in ear clip during 1cc syringe recognition test. "Syringe flange not in place" error found when attempting to confirm syringe size. Found syringe ear sensor reads "false" when ear clip is in the out position. Error history log review found a syringe flange not in place error. The root cause of the reported issue was found to be ear clip sensor was disconnected. Actions were taken to mitigate the reported issue: plugged ear clip sensor back in.